Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and the self test. The insulin pump was monitored and functioned properly. No missing segment was noted. No ink spot was noted on the display screen. The insulin pump was received with a cracked reservoir tube lip.

Event description:
Customer called to report that there are spot of ink on the display window. Customer's blood glucose levels were not included in the report. Nothing further was reported.